Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a tissue prolapse occurred. The target lesion was located in the left renal artery with ruptured plaque, heavy burden, and very eccentric calcification. Predilation was performed with a 4.0x15 balloon catheter, and a 6.0x14x90cm express sd stent was deployed with good results. It was noted that a little tissue prolapsed within the stent on the side of the eccentric calcification. No issue with patient slow flow and no flow were observed. The procedure was completed with this device. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).